Event description:
It was reported that the core sumex drill was overheating prior to the start of a procedure at the user facility, melting the surgeon's glove a little. It was reported that surgeon was not burned or injured in any way during this event. Additionally, no adverse consequences and no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully. Later, during testing at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
Failure analysis is in progress. A follow-up will be submitted once the quality investigation is complete. Device evaluation in progress.

Event description:
It was reported that the core sumex drill was overheating prior to the start of a procedure at the user facility, melting the surgeon's glove a little. It was reported that surgeon was not burned or injured in any way during this event. Additionally, no adverse consequences and no medical intervention, and no surgical delay were reported with this event. The subsequent procedure was completed successfully. Later, during testing at the user facility, it was reported that the core sumex drill displayed a bias current message when connected to the console, signaling a condition occurred from which the device has the potential to run without user activation. No patient involvement, no adverse consequences, no medical intervention, and no surgical delay were reported with this event.

Manufacturer narrative:
During failure analysis, the reported events of the device overheating and producing a bias current error were not duplicated during evaluation of the returned device, since the handpiece was seized and would not turn when activated. The device was found to have seized rotor bearings. Worn/seized rotor bearings could potentially result in the handpiece heating up during use. There were no related failure modes observed in the returned handpiece in relation to the reported bias current error event.